Event description:
It was reported that during an unk procedure, the handpiece alarming hot. There were no other details provided. The handpiece was tested at displayed error 3 with test tip.

Manufacturer narrative:
Info not available, device not returned for analysis.